Event description:
I used super poligrip from 2002 to the present date. While I was using super poligrip, I began experiencing numbness and tingling in my extremities. In 2007, I was diagnosed with neuropathy. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 2002 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.